Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the high power consumption. A rise in power consumption has been logged starting on (B)(6) 2016 to a peak of 3.9w on (B)(6) 2016 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. DHR review of (B)(4): a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that the patient received a lysis therapy further to power consumption above normal operating range, and pump parameters returned to their normal operation, subsequently. Review of controller log files confirmed the reported 'high power' event by revealing a power consumption above normal operating range; however, there was no evidence that parameters returned to their normal operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient had elevated lab values and power consumption above normal seen in logfiles. The patient was admitted and received lysis. Pump parameters went back to normal afterwards (seen in logfiles).